Event description:
The technician alleged the side rail would not lock in the raised position. No patient impact.

Manufacturer narrative:
The technician found the side rail latch was out of adjustment. The technician adjusted the side rail latch to resolve the issue.